Event description:
A report was received that the patient was experiencing pocket pain and discomfort when charging the ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
No further information can be obtained regarding the explant procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing pocket pain and discomfort when charging the ipg. The patient will be prescribed pain medication and will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing pocket pain and discomfort when charging the ipg. The patient will undergo an explant procedure.